Event description:
Sorin group received a report that the pump cover magnets are missing. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump cover magnets are missing. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Photos of the pump cover with missing magnets were provided to (B)(4). Replacement parts were provided to the customer by a (B)(4) field service representative to resolve the issue. The unit was returned to service. This issue of loose or missing magnets on the pump cover is a known issue. (B)(4) has already initiated a CAPA ((B)(4)) for this issue and a change order ((B)(4)) has also been issued. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.